Event description:
Reportable based on device analysis completed on 09-jul-2015. It was reported that shaft break occurred in a segment that cannot enter the patient's body. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm in length, de novo target lesion was located in the mildly tortuous, mildly calcified and 3.5mm in diameter mid left anterior descending artery. A fl 7f guide catheter was placed and a 3.50x28mm promus element¿ plus stent was advanced however, the device stopped advancing midway inside the guide catheter. The physician attempted to push the device but was unsuccessful. It was then noted that the shaft of the catheter was bent. An attempt was made to pull back the device however the shaft was fractured 10cm from the hub, therefore the device was removed together with the guide catheter. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break at a point that could potentially enter the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was broken 1.065m proximal to the tip and the proximal portion of the break was not received for analysis. There was evidence of material resistance at the distal break site. It was noted that the hypotube was kinked adjacent to the break and at various other positions along its length. It was also noted that the shaft polymer extrusion was severely kinked at several positions along its length. A visual and microscopic examination also found that the distal inner lumen was severely kinked 1mm proximal to the proximal edge of the distal markerband. This type of damage is consistent with excessive force being applied to the delivery system. The guiding catheter involved in the complaint incident was not received for analysis. The stent struts on the most proximal row were slightly raised. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).